Event description:
It was reported that scheduled review of remote home interrogation data noted this right atrial (ra) lead exhibited noise and oversensing that resulted in inappropriate atrial tachy response (atr) episodes. In clinic assessment of the lead was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.